Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the backlight, down, ok and up buttons were under responsive. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 05/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: during investigation, the pump was returned with all of the keypad buttons responding properly. The original complaint was unable to be duplicated. There was no physical damage on the keypad. The keypad was removed and there was no contamination or physical damage found. Unrelated to the original complaint, there was moisture found on the keypad flex connector when the pump was opened. Additionally, the battery compartment was found to be cracked.